Event description:
When the consumer put eckerd brand soft contact saline solution in their contacts, the contacts turned brown after a week. Now their eyes water more and there is a sensation/vibration. The complainant requested follow up info to find out what turned the contacts brown.